Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history before issue was resolved. There was no reported impact to the customer¿s blood glucose level. Customer used tandem wall adapter and charging cable, pump began charging without shutdown or loss of function, and no further assistance was required from technical support.